Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device has sticky handles where the handle will not fully spring open and gets stuck after activating and cutting. There was no patient involvement.

Manufacturer narrative:
Further information received stating this device was not used and no issue occurred with the device. This is no longer a reportable complaint issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received stating this device was not used and no issue occurred with the device.